Event description:
As reported by the user facility: after opening the vent on the vincristine bag, chemo was noted to be leaking from the bag. Initially, the source of the leak could not be identified, and the secondary line was clamped. The leak persisted, and it was subsequently determined that the leak was originating from the vent of the chemotherapy bag. The bag was immediately grasped, turned upside down, and removed from the y-port of the primary line. The IV pump was changed and new lines primed for the patient. A spill kit was utilized to clean chemotherapy from the floor and the IV pump. The floor was then further cleaned with spa and water and then disinfected with purple wipes. The IV pump was covered with a yellow (chemo) biohazard bag and placed in the dirty utility room.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.